Manufacturer narrative:
Unit had unresponsive act button due to unlocked lcd keypad connector. Unable to perform rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to unresponsive buttons. Unit had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that some of the buttons on the insulin pump were unresponsive. The act button was not working. Customer's blood glucose level was 376 mg/dl. He treated his high blood glucose level with needle and syringes. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.